Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This is a report of a home patient (hp) who was hospitalized and diagnosed with peritonitis. The cause of peritonitis was touch contamination. The hp was treated with vancomycin and ceftazidime, ip (dosage not reported). The hp was retrained on aspetic technique and discharged from the hospital 10 days after admittance. The hp was reported to be recovered.